Event description:
The customer contact reported backflow of solution from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified medication. At an unspecified time, the male adapter of a secondary tubing set was connected to the clave y-site of the primary tubing set for a piggyback delivery of an unspecified rate, via a pump. The primary solution container was hung lower than the secondary solution container. The customer contact reported approximately 30 minutes prior to the completion of the infusion, the nurse noted that the secondary solution container was empty and that the secondary medication had backflowed into the primary solution container. It was reported that the entire volume of the primary solution container was delivered to the patient to ensure the full dose of oxaliplatin was delivered to the patient. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.